Manufacturer narrative:
Concomitant medical products: d224vrc ICD, implanted: (B)(6) 2011, 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was a right ventricular (rv) lead integrity warning for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the rv lead was found to have exhibited oversensing noise, low impedance, no capture, and dislodgement was confirmed via x-ray. The rv lead was programmed off and subsequently explanted and replaced. It was also reported that two days post implant there was a low impedance warning for the left ventricular (lv) lead and no capture. It was also confirmed via x-ray that the lv lead had dislodged, the lv lead was programmed off. No patient complications have been reported as a result of this event.